Event description:
An endurant stent graft system was implanted in a pt for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. The pt was on dialysis, and had no kidneys. There was thrombus but no calcification. The device was successfully implanted and the delivery system discarded. The sales rep was notified later in the day that the pt expired from complications due to blood loss from the procedure. An autopsy was not performed. (MFR report# 2953200-2011-01598, 2953200-2011-01600).

Manufacturer narrative:
(B)(4). Evaluation results: (death, bleeding), predisposed event (pre-operative rupture), (implantation of the device for a pre-operative rupture). Evaluation conclusion: lack of effectiveness (pre-operative rupture), (implantation of the device for a pre-operative rupture).